Event description:
It was reported that the speed was unstable. The patient presented with an obstruction at the left anterior descending artery and underwent a left heart intervention. A 1.25mm rotapro was selected for use. During preparation, the device was at a speed of 164,000 rpm and there was difficulty reducing the speed to its desired 150,000 rpm. When the device was put in a dynaglide mode inside the patient, the speed would not lower down than 130,000 rpm. Using the dynaglide speed, they attempted to insert a balloon through the existing guide catheter, but it could not pass through. A second rotapro catheter was used, and the same issue occurred. A new guide catheter was used and completed the procedure with the balloon and stent. No patient complications were reported.